Event description:
It was reported that during a gastrectomy procedure, on the fifth firing the device (white reload) stopped firing about 10mm through the cartridge. They were stapling through a vessel. The reverse button was used to return the knife to proximal end of jaw and open the stapler. The nurse took the echelon gun for hospital review and we opened a new device to finish the case. The doctor sutured the vessel where the device jammed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N/a. What other color cartridges were used before and after this event? Before- 2 green. After- 2 blue. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.